Event description:
It was reported that during the slitting procedure, a wire of the deflectable isolation came out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned in segments, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis showed the catheter was damaged during use. The slitter was not returned. Model and condition of the slitter could not be determined. The catheter was received with spiral slitting observed on the handle/hub and throughout the shaft. It is likely that due to the spiral slitting technique the manipulator wire may have becoming snagged on the slitter and became partially detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).